Event description:
Due to infection or allergy, this lead is to be explanted at (B)(6) hospital in (B)(6). Implanted: (B)(6) 2005. Physician: (B)(6) md. Current hospital: (B)(6) hospital (B)(6) 2018, (B)(6) japan 133-0052 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).